Event description:
Patient experienced a l4-l5 grade ii spondylolisthesis with instability and pseudoarthrosis with hardware failure at l4-l5. Broken rods were removed and existing rods were cut just above the l screw. Surgeon performed a tlif placing an 11mm syncage curved implant at the l4-l5 level and a new rod bilaterally from l4-s1. Surgeon tested the fusion between l3-l4 and it was very solid. Chronos strip and allograft was placed in the disk space, cage and posterolateral gutters.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned.